Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient´s representative reported "woke up to discover she was covered in unexplained bruises", "developed a rash", "breast had large capsules and implant was ruptured", "allergan withdrew their biocell textured breast implants and expanders from the market and issued a worldwide recall of all remaining stock in july 2019 due to ¿¿recently updated global safety information concerning the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (¿bia-alcl¿) provided by the u.s. Food and drug administration (FDA). The claimant is understandably extremely concerned about this risk" and "the safety of the product was not such that reasonable persons were entitled to expect due to the increased risk of bia-alcl". This record is for the left side. Device was explanted.